Event description:
Reportedly, this ring was explanted after approximately a 1 year, 8 month implant duration due to severe mitral regurgitation and coronary artery disease.

Manufacturer narrative:
Device not returned.